Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. Reports patient underwent a total hip replacement done a few months earlier had a stroke after surgery and subsequently dislocated the hip. Dr. Decided to revise the right hip in order to make it more stable during the revision. The decision was weighed to remove the cup or stem and change the orientation. Dr. Decided to remove the stem converted to a restoration modular to facilitate stability the surgery was performed without incident, no further medical records are available due to secured emr.